Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the "lab was flushing the PICC line when saline began squirting from beneath the hard plastic purple hub". A nurse then flushed the PICC line and also had saline spray our from beneath the purple hub. The PICC was removed and not replaced as there was no patient need for another at that time. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr dual lumen power PICC provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the catheter appeared to have been trimmed at the 18 cm depth marker. A large split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks.

Event description:
It was reported that the "lab was flushing the PICC line when saline began squirting from beneath the hard plastic purple hub." A nurse then flushed the PICC line and also had saline spray our from beneath the purple hub. The PICC was removed and not replaced as there was no patient need for another at that time. No patient injury reported.